Event description:
It was reported that the issue occurred during a laparoscopy. The patient went into cardiac arrest, and cardiopulmonary resuscitation (CPR) was initiated. The return of spontaneous circulation (rosc) was achieved successfully. The procedure was cancelled and reportedly no additional interventions or treatment were required. The device did not alarm during the event. The pressure setting of the device was 12 mmhg, and the flow rate setting was 35 high flow at the time of the incident. The device was tested by the facility and not a third-party. The patient¿s outcome and current condition is reported as normal.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the reported issue could not be replicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported adverse event could not identified. However, the following was determined: as with initiation, high-pressure insufflation was performed on a patient with a small cavity. Therefore, there is a possibility that the reported issue occurred; however, it is not possible to identify the cause of the event. This supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to h4 from the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopy procedure, when the setting the high flow insufflation unit at pressure of 12 and high flow of 35, the (female) patient's heart stopped/patient experiences cardiac arrest. The doctor stopped flowing the gas immediately and patient was resuscitated until the heart rate returned to normal. The procedure was cancelled and procedure planned for a later date. The patient was brought back to the doctor for treatment. Reportedly, the doctor discussed the possible cause as the patient had a small pelvic bone/small body structure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.